Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
D4: corrected UDI

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 42-year-old female patient with acute myocardial infarction¿related cardiogenic shock (ami-cs) was supported with an impella¿cp and later escalated to impella¿5.5. Following escalation, the patient experienced an episode of ventricular tachycardia (vt). On the day of a planned chest x-ray, the patient again developed vt, which successfully converted with a single defibrillation shock. The remainder of the support course was uneventful, and the patient was successfully weaned from impella 5.5 support.

Manufacturer narrative:
Patient-device interaction problem (ventricular tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5: added information regarding the related impella cp device. H6: omitted code a150202, malposition of the device occurred on the related complaint device. H10: added related complaint report number.

Event description:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp